Event description:
It was reported that the user¿s dexcom g7 continuous glucose monitor (cgm) sensor was paired to a dexcom receiver and they were attempting to connect it to the ilet, resulting in pairing failure with the ilet until the receiver connection was removed and the pairing code was entered on the ilet. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem related to an improper procedure, and user-device pairing limitations. It was concluded, based on previously established findings for similar reports, that the cause was connectivity interference with an external device and no pump malfunction identified.

Manufacturer narrative:
Initial.